Event description:
A (B)(6) male pt contacted zoll customer support to report constant service code 204 alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon evaluation, there was a damaged blue +5v wire inside ECG electrode c. The cause of the service code 204 is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.